Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis, which resulted in a hospitalization on (B)(6) 2020. Customer's blood glucose at the time of hospitalization was over 500 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose. Customer alleging the insulin pump for the under delivery. The customer was treated with the insulin drip in hospital. The auto mode was not active. The insulin pump will not be returned for analysis.